Event description:
During a remote follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. The suspected cause of the event was due to fracture, although it was not confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable.